Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017, with blood glucose of over 600 mg/dl at the time of the incident. The customer gave additional units without eating and still did not go down. The customer started at 485 mg/dl, and their pump was not connecting to the sensor. The customer was at 56 mg/dl at the time of the call, and 837 mg/dl at the time of admission. The customer was used manual injections to treat the high and was given food to treat the low. The customer experienced symptoms such as difficulty breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer is looking to upgrade pump. The insulin pump will not be returned for analysis.